Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments which was severed 135 mm from the terminal end. The terminal segment, and a tip segment measuring approximately 130mm were returned. The midbody segment was not returned. The noise allegation was confirmed based on the finding of damaged insulation, located 112-135 mm from the terminal end (right at the end of the terminal segment) through to the lumen, with insulation webbing damage. The insulation damage is consistent with lead-on-can abrasion. The "cause traced to device design" conclusion code was selected based on the direct observation of insulation damage (abrasion) on the returned lead. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that right ventricular (rv) lead exhibited noise. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right ventricular (rv) lead exhibited noise. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.